Event description:
It was reported that a user experienced persistent hyperglycemia after returning from travel, with a highest recorded blood glucose of 312 mg/dl, without illness, medication changes, visible infusion site leakage, bent cannulas, or device alerts; the user changed infusion supplies frequently, and was advised to transition to multiple daily injections while customer care reviewed device logs. Symptoms included no reported clinical manifestations. Outcomes included elevated blood glucose requiring supply changes and temporary therapy change to subcutaneous insulin via pen. Investigation included review of device logs and troubleshooting with the care team. Investigation of this case revealed no confirmed device malfunction or alarm activity and no observable infusion set or site defect, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.